Manufacturer narrative:
The insulin pump had constant force sensor calibration alarms during pump power up due to a software error. Unable to confirm motor error alarms and unable to perform the displacement test due to the force sensor calibration alarms. No unexpected weak battery alarms or failed battery alarms noted after battery insertion. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, blank display, force sensor calibration alarm, and failed battery test alarm. The blood glucose at the time of the incident was 140 mg/dl. During the motor error alarm troubleshooting, customer cleared the force sensor calibration alarm but was not able to rewind the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.